Event description:
The pt reports undergoing bilateral cataract surgery with implantation of the crystalens. Immediately postoperatively, the pt began experiencing severe glare and starbursts at night and difficulty with night driving. The pt also describes seeing a multi-colored line in the middle of her visual field. The pt was referred to a specialist. Additional info has been requested from the surgeon. Reference MDR #2031924-2010-00084.

Event description:
Caller reports lancet protrudes beyond the end cap of the softclix device after firing. No accidental needle stick occurred. No adverse event reported. Requested return of suspect device and replacement was sent.